Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose was 213 mg/dl. Customer also stated that they saw red cross on insulin pump. Customer stated that he can't get his transmitter to connect to his sensor. The insulin pump will not be returned for analysis.